Manufacturer narrative:
The pump was returned to animas for eval. 'Up' and 'down' button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The pt reported that the down arrow was found to be intermittently responding to button presses. The pt reports the keypad is intact and is not exposed to water.